Event description:
The user facility in japan reported during the procedure the vitrectomy cutter did not cut. They replaced the cutter with no patient injury reported.

Manufacturer narrative:
A lot number was not provided; therefore the sterilization and lot history records could not be reviewed. Report 2 of 2, see 1920664-2015-00083.